Event description:
It was reported that a loss of efficacy occurred which was unrelated to the therapy. The patient stated that since having the device in the first couple of months, it would work great for a few days and then it stopped working. The patient stated that he ¿had been going back every six weeks and he went in yesterday and there was a manufacturer representative who tried to help with it.¿ the patient stated that when he left the doctor¿s office he was feeling great and three hours later his symptoms returned. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3389s-40, lot# va076ep, implanted: (B)(6) 2013, product type: lead; product ID 3389s-40, lot# va0501u, implanted: (B)(6) 2013, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).